Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting. Upon troubleshooting actions, fse identified that the suite pc was defective. To resolve the issue, the fse replaced the suite pc, installed new license file and backup, and downloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.